Event description:
Patient was in critical condition, in and out of ventricular fibrillation (v-fib) requiring cardiopulmonary resuscitation (CPR) and cardiac shock. Intravenous (IV) in left antecubital (l ac). Medication (amiodarone) was infusing for approximately 60 min without difficulty. The IV was checked several times and the IV flushed without difficulty. Other medications were infusing through the same IV without difficulty. The pump kept alarming IV occluded, patient side. The pump looked like it was being pried open from the top. The door was not like this prior. The door was opened, and the tubing was found with a large balloon of fluid, approximately 10cc at the connection between the white line and the blue connector over the air sensor. When the tubing was removed, the connector fell apart into 3 pieces. The patient did not receive the lifesaving medication for some time.